Event description:
A malfunction alarm was reported, identified by the code malf 12, indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and it was confirmed that the malfunction code did not recur. The customer was advised to monitor the situation and contact support if the issue reappeared.